Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 15 mmol/l. It was stated that the customer did not receive any alarms indicating he was not receiving insulin. It was stated that the customer was not comfortable with the insulin pump, and requested a replacement. It was stated that the customer tested the insulin pump delivery by programming a 5 unit bolus, but he saw no insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.